Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during device upgrade. Lead was tested and observed with no electrical anomalies detected. Lead was kept in service.